Event description:
Daughter found patient had slid between the side rail and bed. Pressure was noted on her throat from the side rails. Daughter released the side rails and the patient slid to the floor not breathing. Daughter and paramedics attempted CPR without success and patient was pronounced at 12:23 pm.